Event description:
The customer alleges that the tubing is easily kinked. When the patient turns their head the tubing will kink. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not provided. No picture provided. As an additional test and for testing purposes only, one sample of fg 1882 micro mist nebulizer w/tee, tbg & mthpc batch number 74f1501670 was used for testing purposes only as follows: the oxygen tubing was kinked & squashed on purpose & tested according to tp- 0183 and no flow or nebulization issues was found during testing. Also, on 15 samples of fg 1882 of same batch; the oxygen tubing's were kinked on purpose & tested according to tp- 0183 and no flow or nebulization issues were found during testing. No corrective action can be established since the device sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed since the sample was not provided for investigation. If the sample becomes available this investigation will be updated with the evaluation results. Other remarks: however, current production samples of catalog number 1882 micro mist nebulizer w/tee, tbg & mthpc batch number 74f1501670 were kinked or squashed on purpose & tested according to tp-0183 and no issues were found than can lead to the condition reported by the customer.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results. Other remarks:

Event description:
The customer alleges that the tubing is easily kinked. When the patient turns their head the tubing will kink. No patient injury reported.